Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. Pre-dilatation was performed and the 3.5 x 38 mm xience pro stent delivery system (sds) was advanced without issue to the lesion. The stent was deployed at an unknown pressure, but was not fully apposed to the vessel wall. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous medwatch filing, additional information reported that during deployment of the xience pro stent, it was observed that the indeflator was not maintaining pressure. A new indeflator was used, but the same issue occurred. The stent had been deployed and the sds was removed. The device was checked outside the anatomy, and a leak was found in the sds shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and device analysis confirmed the reported leak in the shaft. There was a tear found in the shaft, that leaked when the device was pressurized. A lot history review of the affected lot indicated no associated nonconformance records. The device was manufactured according to the process/manufacturing specifications and lot release quality control testing showed no deviations to the specification. A review of the complaint handling database indicated no similar complaints reported for this lot. Based on an expanded investigation, it was determined that this was an isolated event and was not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.